Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose between 500 mg/dl and 600 mg/dl. Customer was able to stabilize blood glucose and bring it down to 166 mg/dl by connecting to old insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that time and date was not programmed correctly. It was also found that insulin pump was in rewind mode and needed to be primed. Insulin pump failed first high pressure test and passed second high pressure test. After troubleshooting, customer was advised to change infusion set, reservoir and insulin. Customer was advised to monitor insulin pump and to call back should issue reoccurs.